Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: enlw1624c124e sn (B)(4), enew2424c82e sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. The left iliac artery was 14mm in diameter with moderate tortuosity. It was reported that there was thrombus in the left common iliac artery which resolved with medication. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.